Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt fell in (B) (6) 20'09 and had a return of symptoms and increased pain. The healthcare provider "was unable to aspirate" so a catheter revision/replacement was performed on (B) (6) 2010. Following the procedure, the pt developed a "huge football" with fluid. The pt was seen in the ER and it was determined that the pt had an infection. The pt was placed on "bacterium" antibiotics. Per the reporter, every time the healthcare provider tries to take the pt off of the antibiotics it shows she still has an infection. The pt develops a "dime size form in area". It was noted that the hcp recommended explant of all product until the infection is healed then re-implant the device. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.